Manufacturer narrative:
Two single-use samples were received for evaluation. Visual inspection was performed and found white marks on the lip of both fill ports. The white marks were determined to be stress marks. The reported condition was verified. The cause of the stress marks could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 2 </noe> malfunction events. It was reported there was a stain on the fill port of two (2) small volume infusors. This was identified during filling at the hospital. There was no patient involvement. No additional information is available.